Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This right atrial (ra) lead was explanted due to an unknown product performance issues no additional adverse patient effects were reported.

Event description:
This right atrial (ra) lead was explanted due to an apparent fracture that exhibited oversensing of noisy signals and high impedance measurements. No additional adverse patient effects were reported. This lead was returned to boston scientific for analysis.

Manufacturer narrative:
Updated fields: g3. Patient code 3191 was used to capture the patient undergoing surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.